Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware has opened an internatal investigation to address this issue. This is four of five reports (3007042319-2015-01139, 3007042319-2015-01140, 3007042319-2015-01141, 3007042319-2016-00154 and 3007042319-2016-00155) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by medical staff that a patient experienced power switching events between the power ports of the controller. The controller was exchanged from the hospital stock; there were no reported consequences or impact to the patient. The batteries were also replaced from hospital stock. No additional information was provided.